Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 48 mg/dl. Customer stated they treated with food. Customer stated this has been happening for weeks already and doctor just updated basal rates. Customer been using the insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was over delivering because she was in auto mode and it did not stop delivering insulin. The insulin pump will not be returned for analysis.